Event description:
On 11/27/1998 a dentist called and reported an adverse event involving permadyne penta l, an impression material manufactured by espe. The dentist did an impression in a patient who was recently treated by implantology. The material did not cure and soaked into the stitches of the just removed suture. As a result of an accompanying infection two implants were rejected.